Manufacturer narrative:
Model number/catalog number: sc-2316-50e, serial number: (B)(4), batch/lot number: 5090419, model/catalog description: infinion 16 trial lead kit 50 cm.

Event description:
A report was received that a trial patient was hospitalized due to fluid around the lungs. It was noted that the patient's heart valve was the problem.